Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the device was pulled for removal, it got stuck on the edge of the stent and separated. A surgical procedure was performed to remove the detached fragment. There was injury to the patient.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the device was pulled for removal, it got stuck on the edge of the stent and separated. A surgical procedure was performed to remove the detached fragment. There was injury to the patient. It was further reported that the target lesion was 90% stentosed, 26mm x 2.25mm, and was located in the mildly tortuous and moderately calcified 2nd diagonal branch. The patient condition was good. Previously it was reported there was injury to the patient but it should have been reported there was no injury to the patient.